Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip xtw referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and mild calcification. A mitraclip xtw (30426r1080) was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from 10 degrees to 20 degrees, and the mr increased. Troubleshooting was performed and the clip was able to be fully closed again and established efaa. However, the mitraclip was removed from the patient and replaced. Another mitraclip xtw (30518r1018) was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from 10 degrees to 20 degrees, and the mr increased. It was noted that in the physician's opinion, both clips had opened during efaa due to the device settling from the pre-existing patient anatomy and not due to a device malfunction. Therefore, the clip was implanted in place. The procedure was completed with one clip implanted. The mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.